Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer had a high blood glucose that he treated with the pump. Customer entered fake carbohydrates. Customer also reported a low. No treatment was mentioned for the low. Customer troubleshooted for the high but declined for the low. Pump was used within 48 hours of the high. It was unknown if pump was used within 48 hours of the low. Smartguard was used for the high. It was unknown if pump was used for the low. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia, hyperglycemia treated with an insulin pump (subcutaneous insulin infusion), and other, emergency room visits. Troubleshooting was performed. The customer reported a blood glucose value of 300 mg/dl and a current blood glucose value of 138 mg/dl. The customer reported the following led up to the event was the hospital for magnetic resonance imaging. The event involved product(s) mmt-441ag, mmt-1884l, mmt-342, mmt-7040a. The customer was using the auto mode/smartguard feature at the time of the event. The customer has been using the insulin pump system within 48 hours of the reported high blood glucose event. No further patient complications were reported. No product return was required for mmt-441ag. No product return was required for mmt-1884l. No product return was required for mmt-342. No product return was required for mmt-7040a.